Event description:
It was reported that the user unintentionally accessed the fill tubing screen while connected and was guided to disconnect, complete the correct steps, then reconnect and resume insulin delivery; this represented a use error during the fill process involving the tubing component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, a usage problem was identified, and the event was attributed to an improper procedure during the tubing fill. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event. Thank you for your prompt cooperation during the troubleshooting and education steps.